Event description:
Per the clinic, the device was explanted on (B)(6), 2013, for unknown reasons; during the same surgery the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
(B)(6). This device is not available for analysis. This report is filed 18 apr 2014.